Manufacturer narrative:
H3, h6, h10 h3 device evaluation the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Product analysis was unable to confirm the urinary incontinence and atrophy issues.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient experienced recurring incontinence due to urethral atrophy at the cuff site. Original cuff was put in a good location, and there was no mechanical failure with any of the explanted components. A new artificial urinary sphincter was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient experienced recurring incontinence due to urethral atrophy at the cuff site. Original cuff was put in a good location, and there was no mechanical failure with any of the explanted components. A new artificial urinary sphincter was implanted.